Manufacturer narrative:
(B)(4). The device was received and the initial evaluation confirmed the reported condition. A visual inspection found that the main-body of the transfer set was cracked. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that there was some cracks found in the tubing of the transfer set before use. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available

Manufacturer narrative:
(B)(4).the device was evaluated and confirmed for the reported issue of damage because of a cracked/broken main-body. The cause of the damage could not be determined. Should additional relevant information become available, a follow-up report will be submitted.